Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 7 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was on the list for heart transplant due to thromboembolism. Computed tomography angiography (cta) results showed filling defects within outflow cannula, which may represent fibrin strands or thrombosis. A right heart catheterization (rhc) was performed. Ramp echocardiogram was abnormal, and the patient was being monitored for hemolysis. No additional information was provided.

Manufacturer narrative:
The report of filling defects within the outflow cannula which may represent fibrin strands could not be confirmed through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.